Event description:
As reported: "an axsos 3 distal lateral femur plate was implanted in the patient at the end of march 2023 and fractured in the patient in the week of (B)(6) 2023. The plate was removed on (B)(6) 2023 and a t2 alpha femur retrograde nail was inserted."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an axsos 3 distal lateral femur plate was implanted in the patient at the end of (B)(6) 2023 and fractured in the patient in the week of (B)(6) 2023. The plate was removed on (B)(6) 2023 and a t2 alpha femur retrograde nail was inserted.".

Event description:
As reported: "an axsos 3 distal lateral femur plate was implanted in the patient at the end of (B)(6) 2023 and fractured in the patient in the week of (B)(6) 2023. The plate was removed on (B)(6) 2023 and a t2 alpha femur retrograde nail was inserted.".

Manufacturer narrative:
Correction - please refer to d9/h3, h6 (method, results & conclusion codes). The reported event could be confirmed based on the inspection performed on the returned plate. The device inspection revealed the following: the identification of the returned plate could be confirmed based on the catalog # and lot # marked. The returned implant is broken in two in the middle, at the 6th locking hole. Both parts have been returned for inspection. Microscopic images of the breakage surface give indication that the fracture originated in the anterior side of the plate. The presence of rest lines give evidence of a fatigue fracture. The shiny areas observed are a result of friction between the plate parts during the breakage. A secondary fatigue fracture could also be observed in the posterior side of the plate. Signs of a rapid fracture ("catastrophic rupture") on the posterior side also give indication that the plate broke suddenly under high load. The scratches observed on the implant's surface occurred most probably during the explantation and are most probably not directly related to the breakage. Dimensional inspection showed the plate to be according to specifications. Despite the inspection of the plate, it was not possible to determine the exact root cause of the implant's failure. X-rays and the medical records of the patient would have been necessary. Nonetheless, based on the inspection of the implant and of its manufacturing documents, any manufacturing related issue could be discarded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.